Event description:
It was reported that this right atrial (ra) lead was explanted due to other/non-product experience. Lead was replace with another boston scientific lead. No additional adverse patient effect were reported.